Event description:
Customer reported that pt underwent splenectomy and closed with a running stitch. It was reported that the suture broke two days following the procedure. Pt was returned to the or to repair fascial dehiscence. No further complications were reported.